Manufacturer narrative:
Per caller- turned on the nebulizer and it was making weird noises, it was puttering and wouldnt push out any medicine. Customer did try different hoses, and the cs rep who transferred the call said they spoke with resp and confirmed it was still under warranty. Customer states this is a seasonal item not everyday use. Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per caller- turned on the nebulizer and it was making weird noises, it was puttering and wouldnt push out any medicine. Customer did try different hoses, and the cs rep who transferred the call said they spoke with resp and confirmed it was still under warranty. Customer states this is a seasonal item not everyday use.